Event description:
The customer questioned patient results after quality control (qc) results failed on multiple assays on their dxc 700 au chemistry system. There was no report of change to treatment, injury, or death associated with the event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 chemistry analyzer and identified the failure mode as a faulty sample syringe. The fse replaced defective sample syringe to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).